Event description:
The customer (biomed) reported that their device was intermittently giving a "connect electrodes" message when they had a defibrillation therapy cable connected. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control advised the customer of the part number for a replacement therapy connector assembly. The customer has not advised physio-control the resolution of the device repair. The device has not been returned to physio-control for evaluation.

Manufacturer narrative:
Follow up with the reporter found that the customer biomed received the therapy connector assembly. Further follow up attempts to confirm if the therapy connector replacement resolved the reported failure were unsuccessful. However, the device was returned to physio-control for unrelated repairs a month later and physio found no evidence of device failure to detect the therapy cable connection. The reported device problem was likely resolved by the facility biomed. Physio completed the other unrelated repairs and confirmed proper device operation through functional and performance testing. The device was returned to the customer for use.